Event description:
The customer reported experiencing intermittent occlusion alarms. With blood glucose levels rising to 425 mg/dl. The customer resolved the occlusion problem by changing the infusion set and cartridge to resume insulin therapy.